Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of received problem description. According to the provided information, the safety valve pull magnet, which controls the opening and closing of the safety valve, was replaced. The safety valve pull magnet was not returned for investigation. The replaced part was not returned for investigation. Since no parts could be investigated further, the root cause of the issue has not been determined but it was most probably due to an anomalous safety valve pull magnet.

Event description:
It was reported that internal leakage and safety valve tests failed during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).